Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Insulin pump received with cracked display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that the device would not turn on. Customer's blood glucose was unknown. Device had a blank display. Customer had changed the battery multiple times. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.